Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a right shoulder remplissage surgery the looped passing suture on the knotless fibertak had no loop. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. The surgeon had to tie the two blue repair sutures together to complete the remplissage. It was not necessary to switch the surgical technique or do a second surgery.